Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flat detector controller was unable to communicate with the flat detector via the serial link, due to a voltage error. The fse then replaced the flat detector, after which the system returned to use in good working use. The codes were updated based on the investigation outcome.

Event description:
Anliegen: störung. Störungsbeschreibung: verdacht auf defekten generator. System bootet aber auslösen nicht möglich. Soft und komplett strom aus hat nicht geholfen. Translated from german: "concern: fault. Fault description: suspected defective generator. System boots but trigger not possible. Soft and complete power off did not help." It has been reported to philips that the system was booting, but triggering the x-ray radiation was not possible. No harm was reported. A philips field service engineer (fse) visited the site and found the flat detector controller was not able to communicate via the serial link with the flat detector due to a voltage error. The fse replaced the flat detector. The device was returned to expected functionality.